Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a transurethral nephrolithiasis surgery procedure performed on (B)(6) 2016. According to the complainant, during post procedure, an epidural hematoma was noted outside the ureter. Radiological examination was performed and patient is under observation. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.